Event description:
During a clinic follow-up, a high capture threshold resulting in a loss of capture was observed on the right atrial (ra) lead. A dislodgement of the ra lead was suspected. As a result, the ra lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.